Event description:
Elderly female scheduled for right total hip arthroplasty; anesthesiologist performed a spinal block shortly after arrival to or. About 5-10 minutes after the spinal block, the patient was still able to move lower extremities. A second spinal block was successful using same type of kit that was used for 1st block attempt.